Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.

Event description:
Info received indicates the tech found the power cord plug had a high ground resistance reading when tested.